Event description:
The customer reported that the system did not boot up. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ipc cards and memory were pressed back into place. The system operates as intended.